Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, which led to customer¿s blood glucose reading as ¿high¿ with specific value unknown. There was no reported assistance needed from third parties and no additional information was received regarding any further health impact. Customer gave correction injection with multiple daily injections to address high blood glucose, resumed insulin after shutdown, and technical support explained normal daily battery use, which customer understood and acknowledged.